Event description:
The customer reported an intermittent communication failed error message on boot-up resulting in the system failing to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested, found to be working as intended and put back into service.